Event description:
A customer reported the foot pedal was not recognized. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch printed circuit board (pcb) interface was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2004. Based on qa assessment, the product met specifications at the time of release. An internal investigation was opened to address the issue. The root cause of the reported event was a combination of board grounding configuration, component ratings, and board layout issues. The footswitch met specification. An internal investigation was opened to address the issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).